Event description:
It was reported that, "the pt complained of pain and instability."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5531-g-513 lot# lcg331 description: x3, triathlon cs insert #5 13mm, cat# 5520-b-500 lot # sky81 description: triathlon-prim tib baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and instability.